Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product ,or data was provided for evaluation. Confirmation of the allegation, and a probable cause could not be determined. No injury or medical intervention was reported.